Event description:
It was reported that a spectrum pump powered on and off by itself. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported device powering on and off which was confirmed but not reproduced. Eval found the unit was able to power on when using the on/off button and opening the door; however, it would shut off immediately caused by a failed processor printed circuit board (pcb). The processor pcb was replaced.